Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. It was noted that the device is unavailable for evaluation. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the device was explanted due to aorto ventricular disruption. It was learned from the operative report (of 2009) that after the valve had been implanted, "it was noted that there was some bright red bleeding from behind the aorta that could not be visualized easily. However, it looked to be from the base of the left atrial appendage. A suture was placed on it. However, there was persistant bleeding. Other sutures were placed. The pulmonary artery was inadvertently injured and another suture was placed in the pulmonary artery. This bleeding persisted from the base of the left atrial appendage and noted that the blood was also dissecting onto the lad. It was reason that there must have been some kind of aorto-ventricular tear."